Event description:
During evaluation of a returned homechoice device, a high drain error 102 (night drain #2) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 10:45:10. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. This complaint is an ancillary service event. The high drain alarm was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.